Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 27, 2006, the lay-user/patient contacted lifescan alleging that he could not test his blood glucose on a one touch basic meter because the device was continuously displaying "apply sample." The medical affairs specialist (mas) spoke to the patient on november 2, 2006, to obtain/verify information. The patient stated that the "apply sample" issue started about 2 months ago. Prior to the meter issue starting, the patient was able to test himself with the reported device without any problems. Around the same time the meter stopped working, the patient developed symptoms of having chest pain, feeling very thirsty, frequent urination, and seeing floating spots with his vision. The patient attempted to test his blood glucose with the reported meter but was unsuccessful due to the alleged issue. The patient did not take any specific actions to treat himself after trying to test with the reported meter. He did, however, continue to take his unidentified pills for diabetes as prescribed during the time of concern. The patient went to the emergency room (ER) about a month ago where a reading of "254 mg/dl" was obtained using an unidentified device. He was hospitalized for 3 days. During the hospitalization, the patient received insulin treatment to control his blood glucose levels. He also had his defibrillator worked on. The patient has high blood pressure and an unspecified heart condition. The patient gave examples of normal fasting blood glucose levels that he usually gets as 107 and 167 mg/dl. During troubleshooting, the customer care advocate (cca) noted that the patient was not using a correct technique for testing with the reported meter. The patient was applying blood to the test strip before inserting the strip into the meter. The cca was able to walk the patient through successfully performing a test on the reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test his blood glucose due to the alleged issue. He later developed symptoms indicative of high blood glucose, tried testing with the meter again but was unsuccessful, and went to the ER. The patient got a reading over 250 mg/dl and received insulin treatment for hyperglycemia.